Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation at this time but a vyaire field service representative(fsr) tried to replicate the issue but no failure detected. Performed a complete verification test and the unit meets the factory specifications. No exact root cause has been determined due to issue can no longer be replicated, no failure detected.

Manufacturer narrative:
The suspect device was not returned for investigation at this time but a vyaire field service representative(fsr) evaluated the device onsite and was unable to get the exact settings that were being used at the time of the reported incident. They were able to run the vent on multiple modes and settings but the issue is no longer reproducible. Logfiles on 17-sep shows multiple errors, exported the trending data for analysis. Performed unit verification test and the system meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us bv bipap having mv from 0.5-33l within seconds, constantly alarming. Furthermore, the patient was switched to v60 bipap and problem resolved (aka not patient related). The customer confirmed that there was no patient involvement associated from this event. However, the event provided mentioned patient was switched into v60 bipap.